Event description:
It was reported that during implant the patient had a cranial bleed. The patient stayed a couple of days in the intensive care and then died on (B)(6) 2014. Hospitalization, explant and medical intervention were required. There were no alleged product issues.

Manufacturer narrative:
(B)(4).